Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst indicated that the most recent battery measurement was 2.89 volts on (B)(6) 2015. Elective replacement indicator (eri) had not been triggered. Battery voltage trend shows steps up and down of approximately 0.09 volts. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not establish telemetry with multiple remote monitors and could not be interrogated. It was also noted that the device exhibited high current drain of the battery and low battery impedance. The device remains in use. No patient complications have been reported as a result of this event.